Event description:
It was reported through the receipt of a pt's generator that faulted diagnostics occurred while receiving therapy. The event was found as the pt's generator was returned to the MFR for analysis. Review of the MFR's in house programming history revealed that a faulted diagnostics occurred in (B)(6) 2002 and settings were not corrected by the treating neurologist. (B)(4) attempts to obtain add'l info will be unsuccessful as the physician is now retired.

Manufacturer narrative:
Analysis of programming history.